Event description:
A user facility medwatch report (mw5167396) was received and states, proglide device (abbott medical) malfunction. Device was used at the beginning of the surgery as a pre-closure technique during endovascular abdominal aortic aneurysm repair. The device became anchored into the femoral artery and could not be removed. The plastic component of the device became dislodged from the metal component and sheared off inside the patient's artery. This changed the procedure from a percutaneous access approach to a surgical cut-down with exposure of the artery and repair of the arterial injury. This required significantly more intraprocedural time, increased risk to the patient, prolonged hospitalization and prolonged recovery.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely caused the subsequent device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.